Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that the cause of the pump coming out of the pocket was not determined. The catheter kink was confirmed, and was due to the pump twisting in the pocket. The pocket and catheter were revised; a new catheter was implanted. The adverse event/product problem were resolved. The customer discarded the explanted catheter and refused return. The patient weight was asked but unknown. No further complications were reported.

Manufacturer narrative:
Continuation of concomitant products: product ID: 8709sc, serial# (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 13-mar-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid (3.0 mg/ml, 0.7494 mg/day) via intrathecal drug delivery pump for non-malignant pain. It was reported that the patient's pump was filled on (B)(6) 2018. The patient started getting sick on (B)(6) 2018. The patient was going through withdrawal because she was not getting medicine. The patient was sick and weak and could not eat, and was hurting all over. The patient took valium, lortab, and sona every 8 hours. The pump had come out of the pocket the last 2 times she was refilled; her pump was filled every 2 months. The patient had done something to make the pump move. They had to put her under an x-ray machine to see the pump to fill it. The patient needed to be checked because she was afraid the catheter was kinked. She called the hcp's office, with no response. The patient needed valium on (B)(6) 2018 and it was almost 5 days later before the hcp's office called in the prescription. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative. It was reported that the patient had a history of the pump flipping in the pocket. There were no further complications reported at this time.